Event description:
Additional information was received indicating provocative testing was performed and revealed no anomalies. The patient is no longer pacing dependent and does not require high voltage therapy. The event was resolved by disabling high voltage therapy. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2021-39034 . During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and noise was observed on the right atrial (ra) lead. Rv and ra lead damage was suspected, although it was not confirmed. Abbott technical support was contacted and confirmed the event and suggested lead provocation testing. No intervention has been performed at this time. The patient was in stable condition and will be monitored.